Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). It was noted that the patient wished to wait to replace the device. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device was later explanted for normal battery depletion and returned for analysis. Routine initial device testing indicated that detailed analysis was required.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.